Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 8/24/2017 with the following findings: during testing, it was observed that the battery compartment was cracked in two places and the display screen was dim and discolored. Initial reporter: animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a dim and discolored display screen. This report is made based on results of investigation completed on 8/24/2017.